Manufacturer narrative:
Device had no audible tones during tone test due to broken negative transducer wire. In addition, pump had a bolus stopped alarm on display during e-21 error test due to faul;ty battery tube. However, unit passed the seat, rewind, and occlusion tests.

Event description:
Customer's wife reported that the pump had no audio tone. Self-test was conducted and pump failed the test.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.